Manufacturer narrative:
The insulin pump had unresponsive button then button error alarm due to moisture damage on keypad trace. It was unable to perform the displacement, basic occlusion, occlusion, prime and no delivery tests due to the keypad damage. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The customer stated that the numbers started ramping during a bolus attempt and the buttons would not respond. The blood glucose at the time of the incident was 68 mg/dl. The customer mentioned he was washing the car but the insulin pump did not get wet. Troubleshooting was not able to resolve the issue. The device was returned for analysis.